Manufacturer narrative:
(B)(4). The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. If any further information is received that alters our conclusion or information, a supplemental report will be submitted accordingly.

Event description:
Journal article , "preparation of the femoral bone cavity for cementless stems: broaching vs compaction. A five-year randomized radiostereometric analysis and dual energy x-ray absorption study" was received involving cementless hydroxyapatite-coated bi-metric stems (biomet, inc.), reported that bone mineral density was found to be significantly less in zone 3 with stems inserted with compaction bone preparation technique. Attempts to obtain additional information have been made; however, no more information is available at this time.